Event description:
Pt was in v- tach, external defib pads were placed on anterior and posterior per instruction- one step complete zoll pads. Monitor was set on defib and charged, charge button pushed, but no charge was delivered. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: (B)(4) and cardiac arrest.